Manufacturer narrative:
(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer informed covidien, now medtronic, that replacing the damaged oxygen sensor resolved the issue.

Event description:
Report received of a damaged oxygen sensor. The ventilator was not on a patient at the time of the event.